Manufacturer narrative:
The results of the investigation revealed that the white pulling suture and blue flipping suture were returned for evaluation. Visual inspection confirmed the breakage and frayed locations occurred equidistant from the location of the endobutton. Had the breakage been caused by the endobutton (i.e. Burr) itself the suture would have broken at the midpoint and/or close to the center of the suture. A review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during an anterior cruciate ligament reconstruction procedure, the white suture broke as surgeon was pulling acl graft through. The suture was wrapped around a cocker as he was pulling it. The surgeon thinks suture broke where it goes through the endobutton. It was reported that the endobutton made it through femoral tunnel at this point. The graft was tested and noted to be through the tunnel with pulling on the graft on the table. The endobutton was reportedly left inside. The procedure was completed with no patient injuries reported.